Event description:
It was reported that the hydrosil intermittent catheter that was sent to the patient appeared to be of different sizes, though all should be of the same size. Patient provided 3 lot numbers (jufy9046, jufu9079, jufw9306) since patient had the same issue with the last 3 orders. Customer stated that within 3 each box, some of the catheters were larger and hence did not fit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive due to no sample received. It was unknown whether the device had met relevant specifications. Although an exact root cause could not be determined a potential root cause could be utilization of damage mandrel. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hydrosil intermittent catheter that was sent to the patient appeared to be of different sizes, though all should be of the same size. Patient provided 3 lot numbers (jufy9046, jufu9079, jufw9306) since patient had the same issue with the last 3 orders. Customer stated that within 3 each box, some of the catheters were larger and hence did not fit.